Event description:
It was reported that 3-5 unspecified bd syringes experienced difficult plunger movement. The following information was provided by the initial reporter: consumer reported finding 3-5 syringes from 1 packet of 10 with the plungers not working.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3-5 unspecified bd syringes experienced difficult plunger movement. The following information was provided by the initial reporter: consumer reported finding 3-5 syringes from 1 packet of 10 with the plungers not working.